Event description:
Two unknown multipurpose drainage catheters from the same lot were used for chest tube placement. Both catheters malfunctioned and leaked from the hub. As a result, the catheters were replaced with devices from a different lot. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence.

Manufacturer narrative:
D2a & d2b - the product identity is unknown. Common device name and product code were selected based on the limited information available. H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation. Two unknown multipurpose drainage catheters from the same lot were used for chest tube placement. Both catheters malfunctioned and leaked from the hub. As a result, the catheters were replaced with devices from a different lot. No additional information was provided. Reviews of documentation including the instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following. How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the limited information provided and the results of the investigation, cook was unable to establish a cause for this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.